Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that the cap to her onetouch lancing device (mini lancer) was broken. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the afternoon of (B)(6) 2011. As part of the patient's diabetes regimen, the patient claimed she is on humulin insulin (sliding scale) and metformin pills (1000mg, 2x/daily). Despite the alleged issue, the patient claimed she continued to administer her usual dose of diabetes medications. A few hours after the alleged issue began, the patient stated she became shaky. In spite of her symptom, the patient denied seeking any medical treatment. It is not known whether the patient was able to test on the subject meter or continued use the lancing device at the time the alleged issue began. At the time of troubleshooting, the cca noted the correct lfs cap was being used and that there was no misused of the device. Replacement product was sent to the patient. The mss was not able to confirm whether the patient was able to test on the subject meter or whether the patient continued to use the lancing device. Therefore, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.